Event description:
It was reported that the patient presented for in-clinic follow-up with loss of capture exhibited by the right atrial lead. The patient was scheduled for lead replacement, and upon utilization of x-ray, lead dislodgement was confirmed. The lead was explanted and replaced. The patient experienced no adverse consequences prior, during, or post procedure.

Manufacturer narrative:
The reported events were dislodgement, and failure to capture. As received, a complete lead was returned with its helix fully extended and within product specifications. Electrical test did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of failure to capture was not confirmed.